Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that when the uninterruptible power supply (ups) for the customer's bcs xp system was powered on with the bcs xp system connected, the ups sparked and emitted a burning smell. A siemens customer service engineer (cse) was dispatched to the site. During the site visit, the cse found no evidence of smoke or burning from the bcs xp system or the ups. When the cse attempted to power on the ups the ups failed to power on. The cse replaced the ups and the bcs xp system powered up normally and was returned to operation. The cause of the spark emitted by the instrument was potentially due to the malfunction of the ups. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that when the uninterruptable power supply (ups) for their bcs xp system was powered on with the bcs xp system connected, the ups sparked and emitted a burning smell. The customer unplugged the ups from the ac outlet and powered off the bcs xp system. There are no reports of patient intervention or adverse health consequences due to this event.